Event description:
It was reported that the surgeon had difficulty using the laser during an otological procedure because the laser beam could not be seen correctly. After disconnecting and connecting the beam again, a normal beam was recovered. Then, the cylinder of the console was noticed to be unscrewed, which was noted to potentially cause poor beam transmission. The procedure was completed, however, afterward the patient experienced dizziness, loss of taste and a constant ringing in the right ear of hearing and pain in the right thigh.

Event description:
It was reported to boston scientific (bsc) that the referenced laser was used during an otological procedure performed on (B)(6) 2022. During the procedure, the laser beam could not be seen properly. The surgeon disconnected the scanner and recovered a normal beam. The patient experienced intense vertigo resulting in an extension of the procedure time, drying of the vestibule, prolongation of hospitalization, and partial sensorineural hearing loss of the patient who lost cochlear due to the incident, with risk of total deafness of the operated ear and post-operative vertigo.

Manufacturer narrative:
D3. Manufacturer email: (B)(4). This console was serviced at the customer's site. The reported event was confirmed. During the evaluation, the laser was working properly, but the cylinder which connects the acuspot micromanipulator to the acupulse system's articulated arm, was unscrewed, which can cause poor beam transmission. The cylinder was screwed back on and reported back to the user facility. Based on all available information, the most probable cause was determined to be unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.